Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error message e433 was caused either by a user error or by a faulty foot switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Establishment name: (B)(6) hospital the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the esg-400 generator exhibited error code e433 continuously. The issue occurred when turning on the power before an in-hospital study session. There were no reports of patient harm or impact associated with this event.